Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient thinks the pump first started alarming around (B)(6) 2019 and at christmas time was found to be empty. No symptoms were reported. No further complications have been reported as a result of this event.